Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the sureform stapler had clamping issues. The customer also indicated there were malformed staples. The procedure completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: these are 3 different staplers which had the same material and batch/lot # and the issue was the exact same for all 3 staplers. It was inadequate clamping with malformed staples noted on all 3. The procedure was completed with a backup dv stapler. The customer clarified that the field aborted/no patient involved was entered incorrectly and that the procedure was completed with no reported injury. The procedure for all was wedge resection. No patient demographic available. This is all the information they give us and nothing more was provided so I am unable to answer any additional questions on these.

Manufacturer narrative:
Based on the claim against the product by the customer noting would not clamp, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were malformed with inadequate clamping and procedure delay greater than 30 minutes with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform stapler 45 black reload was analyzed and the complaint regarding would not clamp was not confirmed by failure analysis. The sureform stapler 45 was placed and driven on an in-house system with the black reload and it passed the recognition and engagement tests. The sureform stapler 45 initialized, clamped, fired, and unclamped without any issues. The instrument passed the hi challenge foam test. The sureform stapler 45 moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no clamping failures. No damage was found. Further system log review performed by failure analysis engineer (fae). The fae confirmed no result based on the system serial # (B)(6) and instrument # t12220926-0299 on the reported event date of 21-dec-2022. Furthermore, event dates were expanded and on 22-dec-2022, and fae identified usage of a sureform stapler 45 was confirmed used for a procedure. There were multiple usages of a black reload. These incomplete clamps did not begin until the last 5 installs of the instrument. On the 2nd to last install, there was a firing failure that stopped at ~69% completion after a duration of 45 seconds. A force fire was initiated and completed following this failure. Firings on the last installs had 1-3 pauses for compression on each. The probable root cause of would not clamp cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of reload stapler 45 accessory found the instrument passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument passed the hi challenge foam test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The accessory was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned accessory revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.